Event description:
It was alleged that the patient temperature deviation alarm sounded, and then the patient temperature rapidly decreased from 36.8 degrees celsius to 34 degrees celsius over 20 seconds. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved by customer recalibrating the probe.

Event description:
It was alleged that the patient temperature deviation alarm sounded, and then the patient temperature rapidly decreased from 36.8 degrees celsius to 34 degrees celsius over 20 seconds. The patient was not adversely affected and no clinically relevant delay in treatment was reported.